Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A full analysis of the data logs has been performed. The analysis confirms that a collision on the arm occurred during the cooperative mode on trajectory 11, provoking an excessive force in one of the arm joint and the shutdown of the device. The device behaved as expected. The user had the possibility to release the vigilance device to avoid the issue. Based on the investigation performed, the technical root cause of the event was determined to be the mismanagement of the vigilance device.

Event description:
Unexpected software shutdown, possible arm joint contact with mayfield adaptor. Software shutdown, restarted using normal software restart. Delay less than 5 minutes, trajectory 11 - no impact to patient.